Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37751, serial# (B)(4), product type: recharger. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported via the manufacturer representative that the recharger was not charging. The recharger icon and plug icon were not appearing on screen. It was reviewed that the connector pin was not plugging in correctly. There was an overdischarge suspected. The last time stimulation was felt was (B)(6) 2015, the last successful recharging session was (B)(6) 2015. The manufacturer representative tried to plug in the connector pin into the white arrows, the pin would not go in but the pin would go in if it was plugged in backwards. When plugged in backwards the recharger did not charge and there was not an icon of the plug in the upper right had corner. A replacement was sent. There was an overdischarge state and they were not able to connect to the stimulator. Further information from the manufacturer representative stated that the patient was in pain since the stimulation was not on. The recharger pin was not seating into the recharger power cable. The patient was seen on (B)(6) 2015 and had not yet trickle charged because the recharger was not charged and was unable to initiate a trickle charge. Additional information received from the consumer reported that the replacement recharger did not resolve the issue. The patient stated they wanted it removed and that they have more problems now than before. The patient reported that they were not happy and didn't want adjustments and wanted the stimulator removed. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the desktop charger (serial number (B)(4)) found that the connector was broken and the cable assembly with the broken connector was replaced.